Manufacturer narrative:
Initial 5 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced six infusion set leakage event on (B)(6)2026. All events occurred on various days of the week. The leakage was at the tubing connector. The infusion set has been in use for two days.